Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb and gib board were replaced as a precaution during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system locked during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.